Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience could not be replicated or confirmed as the event unit met current specifications. Applied medical was reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred.

Event description:
Procedure performed: hysterectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Issue with 2 x fine fusion during the same surgical procedure. Devices used as usual by the same surgeon. The third fine fusion devices replacing the 2 defect ones worked normally. When the doctor wanted to cauterize, nothing happened. No heat, no cauterization and apparently no error signal on the generator. Devices replaced by a third one during the same intervention. And surgeon was able to perform his surgery. Additional information received by applied medical rep via email on 9nov23: date of event: 20.09.23. Hemorrhoids were being grasped when the incident occurred. The problem occurred in the first minute. They heard the activation and end tone, but coagulation was not occurring, so we had to change the indicator. No thermal effects visible at the site. Type of intervention: device replacement. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Procedure performed: hysterectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Issue with 2 x fine fusion during the same surgical procedure. Devices used as usual by the same surgeon. The third fine fusion devices replacing the 2 defect ones worked normally. When the doctor wanted to cauterize, nothing happened. No heat, no cauterization and apparently no error signal on the generator. Devices replaced by a third one during the same intervention. And surgeon was able to perform his surgery. Additional information received by applied medical rep via email on 9nov23: date of event: 20.09.23. Hemorrhoids were being grasped when the incident occurred. The problem occurred in the first minute. They heard the activation and end tone, but coagulation was not occurring, so we had to change the indicator. No thermal effects visible at the site. Type of intervention: device replacement. Patient status: no clinical impact to the patient.